Manufacturer narrative:
(B)(4). The reported noise was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. (B)(4).

Event description:
It was reported that after patient presented with syncope, noise was observed on the device. Device was explanted and upgraded to an ICD system. Patient is stable.